Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during visual inspection. Motor error alarmed during rewind due to corroded motor home switch. The device was monitored and all operating currents tested within spec range. No unexpected battery out limit alarms noted. All buttons function properly and no button error alarms noted. However, the keypad traces were corroded and moisture damage was noted on the electronic assembly.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they accidently placed in a washing machine. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 200 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.